Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hard time opening the battery compartment. Customer has a high blood glucose level of 400 mg/dl. Customer thinks the pump has a low battery. Customer was not sure if the battery cap or battery chamber was stripped. Customer will be sent a replacement pump. Customer declined troubleshooting. No further assistance needed.